Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that when the patient inserted the intermittent catheter, it bent and they were not able to use it like they should. The patient would like their preferred catheter. Per sample received on 03nov2022, it was noted that the intermittent catheter with material (53816g) was returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the patient inserted the intermittent catheter, it bent and they were not able to use it like they should. The patient would like their preferred catheter.